Event description:
It was reported that the atrial and right ventricular lead exhibited noise causing inappropriate mode switch and ventricular pacing inhibition. The patient experienced light headed spells. All other electrical measurements were normal. The pulse generator was reprogrammed but it did not resolve the issue. The patient was stable and lead revision is planned.